Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting electrogram noise on the pace/sense and high voltage channels assocaiated with oversensing and pacing inhibition. All device/lead non-invasive diagnostic assessments were norma.